Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received with an inlaid stylet. A small hole was observed within the catheter shaft near the distal end of the stylet. Tactile inspection of the sample revealed tensile weakness and discoloration in the vicinity of the hole. Microscopic inspection of the hole revealed a granular fracture surface. The damage was consistent with catheter perforation by the inlaid stylet. Such damage can occur if the device is excessively manipulated prior to insertion or if the catheter is not wetted prior to insertion, which can result in the catheter folding over the tip of the stylet. The product IFU indicates that the catheter should be flushed prior to insertion. A lot history review (lhr) of recz3057 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported that when pre-flushing the catheter with normal saline for inspection prior to catheter placement, an operator from breast department of the hospital failed to observe the integrity of the catheter. When delivering the catheter after successful puncture, the operator felt resistance. Withdrew the catheter and found a crevasse 2.5 cm away from the tip of the catheter. The guide wire protruded from the crevasse, from which water leaked when injecting. After communicating with dealer, the operator replaced with a new catheter for placement.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz3057 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported that when pre-flushing the catheter with normal saline for inspection prior to catheter placement, an operator from breast department of the hospital failed to observe the integrity of the catheter. When delivering the catheter after successful puncture, the operator felt resistance. Withdrew the catheter and found a crevasse 2.5 cm away from the tip of the catheter. The guide wire protruded from the crevasse, from which water leaked when injecting. After communicating with dealer, the operator replaced with a new catheter for placement.